Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died in a motor vehicle accident after crossing over the center divide of the highway. It is unknown if the death is related to the device. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead ((B)(4)) is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, distal and proximal conductor blood/body fluid (not obstructed), inner insulation breached cut, outer insulation breached cut and cosmetic depression, lead stretched, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, distal and proximal conductor blood/body fluid (not obstructed), inner insulation breached cut, outer insulation breached cut and cosmetic depression, lead stretched, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation breached cut and cosmetic depression, blood in/on helix/lobe mechanism, apparent explant damage. Full lead in segments returned and analyzed.